Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received noted that the wound had broken down and was exhibiting discharge. The entire system, including the implantable cardioverter-defibrillator (ICD), the right ventricular lead, the right atrial lead, and the left ventricular lead, was removed on (B)(6) 2026.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. During the visit, it was noted that the patient was found to have a pocket infection. The patient's wound was ulcerated and the implantable cardiac defibrillator (ICD) was exposed. No intervention made was reported. The patient status was stable.

Manufacturer narrative:
The device was returned. Interrogation results were normal and visual screen was acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.